Event description:
Doctor reports contamination during insertion. Implant direct is investigating this issue as complainant reported conflicting information. Details of event have been requested and are unavailable at this time. A follow-up MDR will be submitted as soon as additional information becomes available.